Manufacturer narrative:
The root cause of the issue was related to defective assay tips. The tip lot used is covered by a roche initiated recall. Customer was informed to stop using the affected tips. The affected tip lot was not distributed in the united states.

Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The initial reporter complained of questionable results for 12 patient samples on multiple tests from a cobas 8000 e 801 module. Of the data provided, there were discrepant results for 10 patient samples. The discrepant results were not reported outside of the laboratory. There was no allegation of an adverse event.